Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they have notified their managing physician of their eos. They clarified that they saw an eos error message. The patient noted their left leg and feet were affected by the few falls they had. The patient tried replacing the batteries in their programmer, but it still showed to ¿see their doctor.¿ no steps were taken to resolve the patient¿s tingling sensation and shocking.

Event description:
Information was received from a consumer and a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported by a nurse that the patient was reporting constant shocks from the implantable neurostimulator (ins) that started in december and were getting worse. The caller was not with the patient at the time of the call, the managing health care professional (hcp) was on vacation, and the caller had not been able to contact the manufacturer representative. The caller referenced a note made on (B)(6) 2016 that stated ¿the patient needed help turning the implantable neurostimulator (ins) off and the note also stated that the manufacturer representative would be calling the patient to assist.¿ this was all of the information that the caller had available. Additional information was received from the consumer on (B)(6) 2017 reporting that the patient fell down a couple of times. They had fallen backwards and hit their head. It was reported that the falling was ongoing and occurred about once a week. It was reported that now the patient¿s whole body was tingling and they thought they had disturbed the unit in their backbone. The patient had been trying to use the patient programmer to turn stimulation off to see if that made a difference but was unable to. During troubleshooting, the patient was using the patient programmer without the antenna. It was reported that the patient programmer was working as expected but was unable to turn stimulation off due to education issues. During troubleshooting, the patient services employee worked with the patient to use the patient programmer correctly. The patient brought up elective replacement indicator (eri) and then end of service (eos). Eri and eos were reviewed with the patient. The patient was redirected to their hcp due to the reported falls, tingling, inability to turn stimulation off, and eos. It was asked but unknown when the falls had started and when they became more frequent. The tingling started a couple of months ago in 2016. The inability to turn stimulation off had started 2 or 3 weeks ago in 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the error code was seen about 60 days ago. It occurred during their daily routine. Device was turned off to resolve tingling sensation and shocking.